Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "sapphire pump malfunction - I had a sapphire pump malfunction today. I had taken it out of standby and started the infusion. I then paused it a few seconds later. When I paused it I noticed it started dripping. I immediately disconnected it from the patient, and took this video of it dripping in pause mode. Patient involvement: yes, death/serious injury: no, human harm: no."

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: leakage from administration set.